Event description:
International affiliate reports the distal end of catheter was blocked and fluid would not pass through the valve. After experiencing the same condition with a second valve, the surgeon cut the catheter of the second valve and implanted that device.